Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the package was opened the tip part of forceps had been broken. New one was opened to complete the case with no problem. The defective one was not used on a patient.